Manufacturer narrative:
The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump experienced occlusion alarms. This occurred during an unspecified process step. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The device was received for evaluation. Functional testing was performed however. Due to system error 105 and also could not run unit to send it to flow line for occlusion testing. The event history log (ehl) review was performed and revealed that the customer experienced multiple "downstream occlusion!" Alarms, and "upstream occlusion!" However the log cannot be used to distinguish true and false alarms. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.